Event description:
It was reported that the luer lock became unscrewed and disconnected from the infusion set. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.